Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to battery not charging was found in the ventilator's downloaded error log. The device's power management pca was replaced to address the issues. In addition of the above evaluation, the device's oxygen blending module board was replaced due to a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. Trilogyo2 pm1 kit, exhaust fan assembly, 43 micron filter parts were replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The power management pca was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management pca functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to battery not charging was found in the ventilator's downloaded error log. The device's power management pca was replaced to address the issues. In addition of the above evaluation, the device's oxygen blending module board was replaced due to a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. Trilogyo2 pm1 kit, exhaust fan assembly, 43 micron filter parts were replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.